Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular lead exhibited high threshold. The lead was capped and replaced on (B)(6) 2015. The patient was fine.